Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (50 mg/ml at a dose of 2.5) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015 it was reported that the pump could not be filled at the last refill (the reporter did not know the date or any other details about that event). The pump was being replaced on (B)(6) 2015. A back table prime was done. They could not aspirate the catheter, so they wanted to deliver the old drug in the catheter at the correct rate. The new drug was dilaudid (20 mg/ml at 2.5). A 98 hour and 53 minute bolus was programmed. The date of the last refill, the troubleshooting performed related to the events, the cause of the events, and resolution of the events was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 product type catheter destructive analysis of the pump identified residue in the drug flow path that resulted in reservoir access issues before internal decontamination. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.